Event description:
It was reported to philips that the system displayed a low load fluoroscopy error, which would impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The customer reported that the system had a low load fluoroscopy error, and service was carried out by a third-party engineer. A review of the system logfile found that the cooling unit was defective. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue.